Manufacturer narrative:
(B)(4). This device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the unit would not run counter clockwise, failed the coupling test and shorted out the battery device. It was also observed that the device would not engage, the coupling head was worn, the electronic control unit (ecu) was damaged (no power) and the electric motor was rotating roughly. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear on components from normal use over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during service and repair/pre-testing, it was observed that the small battery drive device was not running counter clockwise and was shorting out. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.